Manufacturer narrative:
The device was returned to olympus for inspection. Upon the receipt and inspection of the returned device, foreign material was discovered on the distal end of the device. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon the receipt and inspection of the returned bronchofibervideoscope device, it was discovered that there was foreign material on the distal end of the device. There was no patient involvement.